Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review suggested that system controller (B)(6) may have been put into use sometime in feb2024, which would suggest that a controller exchange was performed from an unknown controller to controller (B)(6).

Manufacturer narrative:
Section d4: UDI: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The provided log files were from system controller (B)(6) (evaluated separately), and information within the data suggests that controller (B)(6) was put into use within feb2024, further suggesting a controller exchange occurred within this timeframe. The exchanged system controller (serial number unknown) was not returned for analysis, and no log files from the exchanged controller were provided. Questions regarding the controller and this exchange were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.